Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer evaluated the unit and replaced touchscreen as required. All functional and safety tests were completed per manufacturer specifications.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a cracked screen not functioning or allowing use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.